Manufacturer narrative:
The technician adjusted the reverse trend and hi/low limit switches to repair the bed.

Event description:
Information received indicates the bed will not go into reverse trendelenburg.